Manufacturer narrative:
Date of event and implant date estimated.

Event description:
It was reported a stroke and thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. 10 months post procedure, the patient presented to the hospital with an acute stroke. The patient was on aspirin. They gave the patient tpa and a transesophageal echocardiogram (tee) was performed which revealed a thrombus on the closure device. They re-initiated anticoagulant medication. The patient is doing well and was discharged home.